Event description:
The issue occurred during a diagnostic cystoscopy procedure with laser litho for bladder stones. There was a delay of 1 minute and the procedure was completed using similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, d8, d9, h3, h4, h6 and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the event was caused by the user not following the instructions in the instruction for use. The customer clamped the fiber which resulted in damage to the glass fiber and ultimately the fiber breaking. The instructions for use (IFU) warns the prevention method associated with the event in page 1 of the soltive fiber IFU which states "do not clamp the fiber with a hemostat or other instruments." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the 550 micron tfl single use fiber was broken. There were no reports of patient harm.